Event description:
Revision surgery: due to the patient falling down; the stem was unstable. The surgeon removed the lima body, lima stem, head, and +7 sleeve.

Manufacturer narrative:
The reason for this revision surgery was reported as instability after 1.3 years of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr 19818 showed 1 part (part number: 49736000) returned to the vendor for having a feature over tolerance. A review of the product complaint report history showed this is the first complaint for this part number from this lot. The root cause for the instability was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.